Event description:
A report was received that the pt was placed on antibiotics due to possible infection. The pt was later explanted due to infection between the lead and the pocket site. The pt's symptoms were drainage and the pt was again placed on oral antibiotics. The physician indicated the infection was not device or procedure related. The pt is reportedly doing fine.